Event description:
It was reported that during patient treatment, the staff could hear a leaking sound from the upper seal in the unused vaporizer slot 2. When the staff touched the seal, it completely came loose causing a larger leak and there was a decrease in the amount of flow and oxygen concentration delivered to the patient. There anesthesia machine generated alarms to notify the user. There was no patient injury reported. (B)(4).

Manufacturer narrative:
A supplemental report will be provided when the investigation has been finalized. (B)(4).